Event description:
During an atrial fibrillation ablation procedure using a safire blu duo ablation catheter, a pericardial effusion occurred. The physician performed transseptal puncture using an across introducer and the safire blu duo catheter was advanced into the left atrium. Mapping of the left atrium was completed followed by ablation of the anterior portion of the right superior pulmonary vein (rspv). The physician began ablating the posterior portion of the rspv and the patient became hypotensive. A pericardial effusion was noted for which the physician performed a pericardiocentesis to stabilize the patient. A pericardial drain was left in place and the ablation procedure was aborted.

Manufacturer narrative:
One safire blu duo ablation catheter was returned for evaluation. No visible anomalies were noted. The device passed all functional tests and met specifications. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The IFU warns that vascular perforation is an inherent risk of any electrode placement.